Manufacturer narrative:
Literature citation: smeijers s, kho kh, de vlieger j, van hoylandt a, nuttin b, theys t. Spinal cord stimulation and urinary dysfunction. Pain med. 2022 jul 1;23(7):1204-1211. Doi: 10.1093/pm/pnac019 please see regulatory report# 2182207-2023-00495 for information regarding the other report for this literature article. Please note this date is based off of the article¿s acceptance date as specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID neu_unknown_lead. Lot# . Serial# unknown. Implanted:. Explanted: . Product type lead the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature summary: in scs, epidural electrodes are used to electrically modulate the circuitry in the spinal cord, thereby altering the functional connectivity between peripheral or central pain generators and pain perception networks. Little has been reported on side effects caused by disrupting the functional connectivity of nonpathological non-pain pathways. In the present commentary article, the authors report on 11 patients with a normal (nonpathological) spinal cord presenting with stimulation related autonomic side effects during scs. The authors discuss the clinical and pathophysiological aspects and propose diagnostic and therapeutic guidance for clinicians encountering autonomic side effects in patients receiving scs. Reported event: in a 41-year-old woman with a newly implanted epidural electrode with the lower tip at the t11¿t12 level for failed back surgery syndrome (after left-sided l5¿s1 microdiscectomy) with unilateral neuropathic pain in the left lower limb, two unprecedented episodes of significant and sudden urinary incontinence occurred in the first 3 months after scs implantation. Between episodes, she had no urinary symptoms. The electrode was initially inserted at the t9¿t10 level, but postoperative radiography revealed accidental displacement of the electrode (t11¿12) as compared with intraoperative images. This displacement was accepted, as there was excellent pain relief. There was no relevant history or change in medication use. A direct causal role between scs and the patient¿s urinary problems was less clear as urodynamic studies performed in on mode were completely normal. The patient is currently in follow-up, and reprogramming will be considered in case of new urinary incontinence. See attached literature article.